Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the idrive was loaded and set up with the sulu, with no problems. After it was inserted into a patient, the doctor tried to open the jaws by pressing the silver button. The blue indicator lamp was lit. The reload and adapter indicator lights went off, and the handle light began to blink. The device was released from patient with no problem. Another idrive handle was used to complete the case with no problem .there was no patient harm. The surgery time was not delayed by more than 30 minutes.